Event description:
It was reported that a colleague exaset's tubing leaked. Specifically, the set leaked from the part of the tubing that was located inside of the pump. It was further reported that there was visible wear on the part of tubing located in the pump channel. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional narrative: a review of all batch record documents was performed with no issues noted during the manufacturing process. Visual inspection of the sample was performed and verified the presence of a small hole in the precision tube. The cause of the issue could not be determined.